Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the hub of the screwdriver broke off. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The additional evaluation report as received conditions to be the investigation of the disputed remobilization instrument has demonstrated that the thread is completely seized up. The review on the basis of the manufacturing documents has revealed that the remobilization instrument has been established in may 2009 in accordance with the specifications. In addition, it is ensured that these instruments underwent a 100% function check before it will be delivered. Unfortunately we cannot elicit the exact cause, which was leading to the seizure afterwards. The finding suggests that the instrument after the cleaning process has been only insufficiently or not oiled. This could have been due to cold welding. We refer in this context to our general guidelines concerning reprocessing, care and maintenance of synthes instruments.